Event description:
Patient with episode of respiratory arrest-attempted to give rescue breaths with product-one way valve stuck in closed position. Second product obtained and same malfunction occurred. Ambubag obtained and patient successfully revived.